Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reports patient had called yesterday and had seen two different service codes, one of them being 'therapy is very low, recharge at this time'. Patient did not know the service code. Patient checked their therapy app and saw therapy was off. They had to turn therapy back on. Rep reports patient charges every other day and by the evening the battery level is at 30%. Rep reports patient does charge ins to 100%; unknown if patient top-off the charging level. Agent suggested rep obtain mdt data report as to why the ins turned off therapy. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient didn't remember what codes there were, only one that said battery on the neurostimulator was very low. However, the rep later mentioned the patient was charging on sunday and the implant was at 40% and they received the 808 messages. It was viewed that code related to the communicator not the implant. The rep mentioned the implant appeared to be turning off on its¿ own-specially on (B)(6). During an appointment on (B)(6), the implant was on. Reports showed week of (B)(6), 100%, week of (B)(6) 2 95%, week of (B)(6), 58%. Recharge interval was 2.3 days: on (B)(6) charged to 100%; on (B)(6) ins was at 0, charged to 30% in 4 minutes; charged to 40% in 16 minutes; charged 40-100% in an hour; on (B)(6) no recharge session; on (B)(6) at 30%. The rep mentioned two days later seeing a 626 error code meaning the battery was low. After running the recharger diaries, it looked like it went empty as the patient¿s recharge level was two days and on the third day it turned off. The patient was given instructions to recharge every other day. The issue was resolved.